Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The patient experienced soreness and purulent discharge (i.e., pus) at their lead exit site. A photo was provided and appears to show an area of raised and discolored skin around the lead exit site in addition to what may be a small pustule. The patient was seen by their physician two days after original report of this issue for removal of their lead; the physician noted that the patient appeared "incredibly ill" at this appointment. In addition to removal of the lead, an incision and drainage procedure was performed at the time of lead removal to address the purulent discharge present at the site. Note that there was no report of a culture performed to further characterize the issue. The patient was prescribed oral antibiotics for further treatment. The issue was reported to be improving following removal of the lead and prescription of antibiotics, per an update provided by a representative in contact with the patient. Therefore, no lasting adverse effects are anticipated. It is not suspected that the sprint product was faulty or had any specific deficiency based on the information available in this report.

Event description:
The patient experienced soreness and purulent discharge at their lead exit site. The patient's lead was removed and an incision and drainage procedure was performed to address the purulent discharge present at the site. Patient was prescribed oral antibiotics.